Event description:
It was reported that following a lap adjustable band procedure, it was discovered that there was a hole in the balloon. There are plans for the band to be explanted.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.